Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging an apply sample issue with the one touch ultra meter. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated that the alleged issue began on three days earlier (time not known). During that time, the patient reportedly noticed an apply sample issue with the subject meter. The patient reportedly took no diabetic treatment actions following the alleged issue. Two days after the reported issue, on the day prior to original date (time not known), the patient reportedly developed symptoms of "sweatiness and dizziness." The patient was not tested on any other device. The patient reportedly took food and/or drink as described self-treatment. During troubleshooting, the cca noted that this was not a new product, the patient's sample application was reviewed to be correct and the test strips drew the sample into the test area. However, when retested with a new vial of test strips, the reported issue was not resolved. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hypoglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.